Event description:
Routine left heart catheterization attempted and while visualizing right coronary artery with a hug catheter vessel became dissected. Emergency repair initiated and effective. Stent inserted.